Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (sepsis/ischemia/thrombocytopenia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66-year-old asian female presented with chest pain and was diagnosed with a st-segment elevation myocardial infarction complicated by cardiogenic shock. The clinical team elected to implant an impella cp for hemodynamic support. Left heart catheterization revealed significant disease of the circumflex coronary artery, and percutaneous intervention was performed on diseased vessels. Patient was transferred to the intensive care unit for care and monitoring. On the fourth day of support, the patient was found to have bacteremia. Her platelet count declined, and she was suspected to have developed an ischemic bowel. On the fifth day, the clinical team decided to remove the impella device due to the presence of bacteremia and the concern for ischemic bowel; however, the treating physicians did not believe the impella device was the cause of neither the bloodstream infection nor the ischemic gut. The pump was successfully weaned and explanted without complication.